Manufacturer narrative:
The device is available for evaluation; however, has not been received. D4: only di provided as lot number is unknown. E1 - initial reporter phone: (B)(6). Additional reporter: (B)(6).

Event description:
An event involved a transpac IV monitoring kit, disposable transducer, 03 ml squeeze flush device, macro drip reported that the tubing disconnected without any external force applied during use by the nurse. The event was noted during infusion. Normal saline was involved in the event. The leakage occurred 2 mins after the infusion started and there was drug exposure. There was a break noted on the product but no other defects. This caused the patient's blood to backflow into the tubing. There was no delay in critical therapy and the therapy resumed normally after replacing the set. There was patient involvement and no reported patient harm / adverse event.

Manufacturer narrative:
Product received date - 1/14/2026. Investigation summary: the reported complaint of leak was confirmed on the returned set. An image was provided by the customer showing the involved device. During visual inspection, the 12" pressure tubing was received separated from the female luer. When the end of the tubing was microscopically examined, insufficient adhesive coverage was observed on the tubing. The probable cause of the insufficient adhesive coverage on the tubing separation had occurred due to an error during assembly at the assembly plant. A device history review could not be conducted because no lot number(s) was/were identified.